Event description:
Catheter was disconnected from transfer device while radioactive seeds were still in the catheter. All radioactive material was positively accounted for via a conference call with novoste personnel.